Event description:
Unidentified male brought to ER after mva. Required emergency thoracic surgery. A level #4 trauma pt. Protocol states that instrument count not required before closure due to severity of pt's condition. Upon inspection of instrument the tip was found missing from hemostat. On x-ray tip seen in chest cavity. Surgeons decided not to remove as it didn't appear to pose an immediated threat. Re-operation would have been more dangerous. Unable to identify instrument as it was discarded accidentally.